Event description:
It was reported that the screen was blurred and distorted when using the rigid videoscope. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "the screen becomes blurred and distorted" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: uc sheath component damaged resulted in waterfall shaped stripes in the image. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen was blurred and distorted when using the rigid videoscope. There were no reports of patient harm.